Event description:
A (B)(6) yo female reported to facility to have hysterosalpingogram (hsg) performed in an outpatient setting. Following standard procedure, a speculum was used to place the hsg instrument with direct visualization through the endocervical canal. The speculum was then removed, leaving the instrument and rigid plastic guide sheath in the vaginal vault. The procedure was completed and tolerated well by patient, and the team left the procedural area. As the patient was getting dressed, she discovered a foreign body in her vagina; the guide sheath, was inadvertently left behind after completion of the procedure. The patient notified the radiology tech, who then called the clinician, who came immediately and removed the sheath from the vagina. The device which was left behind in the patient is a clear plastic sheath that surrounds the catheter and moves freely up and down the catheter device. If it is not separately grabbed with the catheter upon removal it will remain in place. The event was determined to be an unintended retained foreign object by the joint commission. There was no patient harm in this scenario. The root cause analysis team felt that if the sheath had been somehow better labelled, a difference color or had a stopping mechanism the event could have been prevented. The manufacturer of the device was also notified of the event and the team's recommendations. (B)(4).